Event description:
It was reported that one day post implant, the right atrial (ra) lead had dislocated. Additionally, according to the physician, the lead was repositioned several times the day before. During the explant of the ra lead, the x-ray showed that the shaft was unscrewed. The screw was screwed in before it was pulled out and no issues were observed. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects were reported. The ra lead is expected to return for analysis.

Event description:
It was reported that one day post implant, the right atrial (ra) lead had dislocated. Additionally, according to the physician, the lead was repositioned several times the day before. During the explant of the ra lead, the x-ray showed that the shaft was unscrewed. The screw was screwed in before it was pulled out and no issues were observed. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. A helix mechanism test was unsuccessful after 15 turns due to the helix housing being clogged with dried blood/body fluid. Testing was completed to assess lead electrical performance and measurements were within normal limits. A stylet insertion test passed without issue indicating no blockage in the lumen. Boston scientific has determined that the dislodged or dislocated and sensing issue are a known inherent risk with use of this product.

Event description:
It was reported that one day post implant, the right atrial (ra) lead had dislocated and showed unusual measurements. Additionally, according to the physician, the lead was repositioned several times the day before. During the explant of the ra lead, the x-ray showed that the shaft was unscrewed. The screw was screwed in before it was pulled out and no issues were observed. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis. Additional information was provided, it was reported that the local boston scientific field clinical specialist had clarified that there were no issues with the helix mechanism when the lead was repositioned several times during the implant procedure or when the helix was successfully retracted prior to removal or explant. No adverse patient effects were reported. The ra lead was received for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. A helix mechanism test was unsuccessful after 15 turns due to the helix housing being clogged with dried blood/body fluid. Testing was completed to assess lead electrical performance and measurements were within normal limits. A stylet insertion test passed without issue indicating no blockage in the lumen. Boston scientific has determined that the dislodged or dislocated and helix mechanism issue are a known inherent risk with use of this product. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that one day post implant, the right atrial (ra) lead had dislocated. Additionally, according to the physician, the lead was repositioned several times the day before. During the explant of the ra lead, the x-ray showed that the shaft was unscrewed. The screw was screwed in before it was pulled out and no issues were observed. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.